Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call that she had a hyperglycemic episode and fell out of the bed the morning of the call. The customer's boyfriend gave her 4 glucose tablets. Blood glucose value at the time of the incident is unknown. Blood glucose level at the time of the call was 224 mg/dl. Customer declined troubleshooting and was assisted with programming the meter into the insulin pump.